Manufacturer narrative:
510k: this report is for an unknown screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal due to broken 4.5 lcp condylar plate, broken 5.0 cannulated locking screw, broken 4.5 screw, and nonunion femur. All hardware was removed. Date of implant is unknown. Concomitant devices reported: 4.5mm lcp® condylar plate 10 holes/242mm-right (part number 222.660, lot 5094299, quantity 1); screws: 5.0 mm cannulated (part number unknown, lot unknown, quantity 5); screws: 6.5 mm and 7.3 mm cannulated (part number unknown, lot unknown, quantity 1); screws: cortex (part number unknown, lot unknown, quantity 2). This report involves one (1) unknown screws: cortex. This is report 9 of 9 for (B)(4).